Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right atrial lead had high pacing impedance. The patient presented in clinic for a replacement procedure where, once the pocket was opened, it was observed the atrial lead was dislodged and pulled back into the pocket. The lead was explanted and replaced successfully. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.